Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had high voltage arching at the x-ray tube during a case. The 9800 system had to be removed, and the procedure was completed with another system. No pt injury was reported.